Event description:
Boston scientific crm received information that this right ventricular lead was explanted due to a lead fracture.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis was performed. Microscopic analysis showed that the cathode conductor coil was fractured 133mm from the terminal pin. As a result, the clinical observation was confirmed.

Manufacturer narrative:
This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Information was later received that this lead exhibited impedance measurements greater than 4000 ohms.